Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants -product information: 7120904 02-010-06-0320 - tru cc femoral size 2 right; 6556600 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; 6829272 02-012-60-1440 - tru stem ext 14mm x 40mm; 6611642 02-012-60-1680 - tru stem ext 16mm x 80mm; 6291424 02-012-61-2000 - tru offset stem ext coupler, 2mm; 6805768 02-012-61-4000 - tru offset stem ext coupler, 4mm; 6970563 204-70-00 - tibial stem ext. Screw pending investigation. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions. The reason the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.